Event description:
It was reported that a left rejuvenate stem was removed, patient was revised because of pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported unknown rejuvenate neck.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records could not be performed as the reported device was not properly identified. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported defective stryker rejuvenate hip is considered to be under the scope of this recall.

Event description:
It was reported that a left rejuvenate stem was removed, patient was revised because of pain.